Event description:
Per the audiologist's report, the rechargeable battery "burned the inside of the controller" (part of the sound processor) while the pt was wearing it, causing discomfort and reddening of the skin. The recipient was sent replacement equipment. The MFR requested the equipment be sent back. However, it was not returned to the attention of the analysis team and was discarded.

Manufacturer narrative:
Cochlear ltd. Has an ongoing investigation into battery faults. This is a final report, filed on 8/20/08.